Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt was admitted into the hospital due to weight gain of over 11 lbs, and an increase in creatinine from 1.44-2.66. The pt felt bloated, was slightly more short of breath, and was not able to lay flat comfortably as he was previously. The pt's pulsatility index (pi) was varying from 2.4-9.2 and was erratic (average 5-7). The pt's blood pressure map also changed from an average of 80 to 62. The pt was diuresed and lost 10 lbs. The valsartan was also stopped. The pt's creatinine (cr) normalized and the pt was discharged. The pt had a follow-up appointment a couple of weeks after being discharged, and his creatinine was still within his norm of 1.6, and the blood pressure doppler mean was 86.